Event description:
Retrieval basket broke while retrieving a biliary atone, broke again when trying to remove it, leaving retained metal behind the common bile duct. Stent placed in common bile duct with expectation that retained metal will pass with stone. Resulted in increased procedure time and an additional ercp procedure in two to three months.